Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received a device tracking form reporting that the pt had a pump exchange due to suspected thrombus.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the explanted pump was not returned. Several attempts for additional information, and for return of the product, were made with no response from the hospital. Based on the information available and due to the device not being returned for evaluation, no conclusion could be drawn as to the root cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.